Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: what type of procedure was the device used in? Unk. Please clarify what was meant by, the load stapled tissue but not short. Stapled but doesn¿t cut. Were the staples formed properly? The first 9 staples formed properly, but the tenth doesn't form properly. Was the staple line complete? No. Did the device cut? Yes if yes, was the cut line complete? No if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No.

Manufacturer narrative:
(B)(4). Batch # m5299u. The analysis found that one pse45a device was returned in good visual condition and with five cartridge reloads present. Cartridge (b) ecr45w, m52d42 were received fully fired and with deck damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Cartridge (c, d, e) ecr45w, m52d42 were received fully fired and in good visual conditions. Cartridge (f) gst60w, m53329 was received fully fired and in good visual conditions. It should be noted that a 45mm device is designed to work only with 45mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The reported event could not be confirmed as no partial fire was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the doctor had made nine shots with the device when I (reporting surgeon) shot the tenth. The load stapled tissue, but not short. A different device was used to complete the procedure. There were no adverse consequences for the patient reported.